Event description:
The hospital reported that during a diagnostic colnoscopy the physician perforated the patient's colon. The patient had a polypectomy. The patient was immediately taken to the operating room for surgery. The pt has already been released from the hospital. There was not other information provided by the hospital.

Manufacturer narrative:
The device in question was returned to olympus for evaluation. The evaluation revealed that the colonoscope was within specifications. There is no sharpness to the bending section cover, the bending cover glue and the nozzle. The cause of the user's experience cannot be determined. This report is being filed as an MDR in an excess of caution.